Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff alleged that a cable was coming out of the articulation of the prograsp forceps instrument. There were no missing or fallen pieces reported. The planned surgical procedure was reportedly completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint of a frayed cable was confirmed. The grip cable was found to be frayed at the distal idler pulley. Frayed strands were found to be sticking out at the wrist. Other cables at wrist were not damaged. An additional finding not reported by the customer was scratches on the instrument's main tube. The distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering concluded that the damage might have been due to mishandling. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.